Manufacturer narrative:
Results: timing link, siderail panel.

Event description:
It was reported by service report that the head left siderail could not be locked in the top position. It was further reported, there were damaged siderail panels. It is unk if there was pt involvement, however, no adverse consequences are reported.